Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: kit svc o2 bi71000194 switch xray hand h3) onsite functional and visual examination was performed by a manufacturer representative. The handswitch was found to be inoperable. It was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to complete a 3d spin. The system displayed "early termination of spin has occurred." The site was using the handswitch and reported the button was being held down the entire time. The site attempted another spin with the same result. Rebooting did not resolve the event. The site brought in another system to complete the case. There was a 10 minute delay and no reported impact to patient outcome.